Manufacturer narrative:
This event was submitted through the FDA medwatch program (mw5182065) and the reporter requested to remain confidential. The specific model number and lot number of the cook medical evolution were not provided. The applicable model number cannot be determined since there is more than one model. The device was not returned for evaluation; therefore, a physical investigation could not be performed, and the device history record (DHR) could not be viewed. The customer's complaint is acknowledged, but could not be confirmed, other than by the customer's testimony. Per complaint information, it was stated that the reported perforation was related to the cook medical evolution. However, there was no information provided to indicate that a malfunction of the device occurred. The medical device problem code on mw5182065 was selected as "adverse event without identified device or use problem". The FDA's MDR team was contacted in an attempt to obtain additional information, such as the model and lot information. The FDA's MDR team responded that we received all of the allowed, releasable information. This complaint mode is being monitored, tracked and trended per the cvi post market surveillance and complaint handling processes. Per the device's instructions for use: "have available an extensive collection of sheaths, locking stylets, stylets to unscrew active fixation leads, snares, and accessory equipment.", "if excessive scar tissue or calcification prevents safe advancement of sheath(s), consider an alternate approach.", "due to rapidly evolving catheter/lead technology, this device may not be suitable for the removal of all types of catheters/leads. If there are questions or concerns regarding compatibility of this device with particular catheters/leads, contact the catheter/lead manufacturer.", "warnings: "when using sheaths, do not insert sheaths over more than one lead at a time. Severe vessel damage, including venous wall laceration requiring surgical repair, may occur.", "establish back up pacing as necessary.", "when advancing sheaths including the evolution or evolution rl controlled-rotation dilator sheath set, use proper sheath technique and maintain adequate tension on the catheter/lead (via a locking stylet or directly) to avoid damage to vessel walls.", "excessive force with sheaths, including the evolution or evolution rl controlled-rotation dilator sheath set used intravascularly may result in damage to the vascular system requiring surgical repair.", "potential adverse events related to the procedure of intravascular extraction of catheters/leads include (listed in order of increasing potential effect): dislodging or damaging nontargeted catheter/lead, chest wall hematoma, thrombosis, arrhythmias, acute bacteremia, acute hypotension, pneumothorax, stroke, migrating fragment from catheter/object, pulmonary embolism, laceration or tearing of vascular structures or the myocardium, hemopericardium/pericardial effusion, cardiac tamponade, hemothorax, cardiac arrest, death." This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to, or is likely to cause or contribute to, a death or serious injury if a malfunction occurred.

Event description:
The following information was received through the FDA's medwatch program via MDR report # mw5182065: a lead extraction procedure commenced to remove a right ventricular (rv) lead. A cook medical liberator was inserted into the lead to provide traction. During the extraction utilizing a cook medical evolution, the evolution tore a small hole in the apex of the rv. Rescue efforts began, including sternotomy. An rv perforation was discovered and repaired, and the patient survived the procedure. A clinical assessment was performed by the initial reporter per mw5182065, "the reported perforation, was related to the cook medical evolution." There was no allegation of a malfunction of the cook device.